Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 110) was confirmed. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 110.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. Further investigation was unable to duplicate the service code 110. The root cause for the service code in the download data could not be determined. The monitor computer/analog pca was replaced as a precaution. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 110) was confirmed. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 110.